Manufacturer narrative:
The keypad was received with all buttons functioning properly and no keypad/button unresponsive noted. The pump passed the self test. The following were noted during visual inspection: minor scratched display widow, missing window display cover, scratched case, pillowing keypad overlay, stained keypad overlay, and cracked case at battery tube side. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage found on the force sensor or motor. The j1 connector on pcba1 was locked properly during visual inspection. Force sensor zero offset within specification (23.3 mv). The keypad overlay was removed to perform visual inspection and found no damage to the keypad traces or dome switches. The test p-cap locks properly into the reservoir compartment. Activation-keypad/button unresponsive not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer will discontinue the use of pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and confirmed that customer reported buttons not being responsive after a keypad anomaly. Pump has not been exposed to altitude change. Time does advance when display is observed. No harm requiring medical intervention was reported. Product return is required for mmt-1884l.